Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/29/2015, device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings: during investigation, there was no battery compartment defects found. The battery cap was too damaged for investigation, so a test cap was used instead. The battery cap threads were observed to be stripped, and the contacts and the ground spring assembly were detached. The cap was unable to be measured due to missing contacts.